Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the fridge lock had fallen off and was constantly alarming. A field service engineer (fse) mentioned that the smart remote manager (srm) housing had not been fully glued to the side of the fridge. The contractor replaced the mounting kit and re-glued the srm. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator lock had fallen off. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator lock had fallen off. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.